Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 443 mg/dl while wearing the pod between 4 and 24 hours. The patient was diagnosed with diabetic ketoacidosis. Treatment was IV fluids, insulin drip and magnesium sulfate drip. In addition, the patient was given wellbutrin, trazatane, and valcalclovir for medical reasons unrelated to diabetes. The patient had not been released from the ICU yet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.